Event description:
It was reported that during a generator change out procedure for an unknown reason, the right atial lead was explanted and replaced due to noise. Patient was stable. No further information is available at this time.

Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 14.8-16.0 cm from the connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.